Event description:
It was reported that an ilet user experienced hyperglycemia after eating more than their usual dinner and announcing two smaller meals within approximately 20 minutes to dose insulin, with glucose reaching 250 mg/dl and rising; education was provided that a second meal announcement within 20 minutes is acceptable, but not after 30 minutes. Symptoms included no acute health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint intake, case review, and user education on appropriate meal announcement timing for the ilet system. Investigation of this case revealed no device malfunction or alarm activity and indicated usage behavior related to meal size and timing as the likely contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with behavior-related factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.